Event description:
It was reported that the device was used during a laparoscopic ectopic. It was reported that the blade did not retract upon insertion. The blade penetrated the colon. A general surgeon was called. Pt was opened and the defect of the bowel was repaired. This increased the or time by 1.5 hours. Increased the pt stay due to a large incision.